Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were brushing their teeth. Review of the s-ICD system noted oversensing and low amplitude morphology measurements, which could be recreated through manipulation of the system. The patient was re-screened, and all sensing vectors failed due to the presence of low r-waves. X-ray imaging of the s-ICD system was unremarkable. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.